Event description:
Customer reported receiving erratic readings from her locked freestyle flash meter. The results fell into the a-zone of the parkes error grid. However, during the course of the investigation on the returned meter, it was discovered the meter is now unlocked and had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found uom to be selectable and set to mmol/l. Customers and retailers have been informed through the fa16may2006 letter.